Event description:
A user facility medwatch was received that states, "this is a patient that underwent a hysterectomy for severe menorrhagia in 2001. Post-operatively, patient's hemoglobin dropped to 6.9g/dl and patient required a blood transfusion on the first post operative day. While receiving the second unit of blood, the clinician discovered the tubing had been separated from the cassette, allowing blood to run onto the floor. The transfusion was stopped. The patient was assessed and appeared stable. Patient was discharged the next day with a hemoglobin of 8.6 in satisfactory condition." It was reported that the patient had received 1/2 of the second unit of blood. It was reported that because the patient was receiving a blood transfusion, it was difficult to assess whether there was bleedback. There was no reported adverse patient effect. Additional information was requested, but no further information was provided.